Manufacturer narrative:
The complaint reports a cellulitis, and it was noted that the patient is undergoing chemotherapy and is severely immune deficient. There is no report of device malfunction and all devices are sterilized through validated method and sterilization certificate is on file for all lots of devices.

Event description:
On (B)(6) 2019, the vascade mvp was selected for closure and inserted into the sheath. The disc was deployed, the sheath was removed, and temporary hemostasis was achieved. The key was inserted into the lock/grip and the black sleeve retracted to expose the collagen. The collagen was stripped off the device and the device was removed. There was oozing at access site so additional pressure was held and patient stayed overnight for observation and was discharged the next day. Approximately 2 weeks later, patient returned to the doctor's office with cellulitis, low-grade pain in the groin area and discharge. The patient was re-admitted to hospital and given IV antibiotics for a staph infection. Patient has subsequently been discharged and proscribed oral antibiotics for 10 days. It should be noted that the patient is undergoing chemotherapy and is severely immune deficient.